Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 380cc (r) and an unspecified mentor saline breast implant (l) and experienced bilateral capsular contracture baker grade ii (l) and baker grade unknown (r) and deflation on the right side. Deflation was confirmed by mammogram and by physician during exam. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4), lot number 7721496 (l) and serial number (B)(4), lot number 7705101 (r) on (B)(6)2019. This report is for the left side.